Event description:
Micropuncture introducer kit was introduced through skin scar tissue in left groin. Micropuncture exterior sheath tore. Sheath was removed from field. Skin incision was then made and new micropuncture introducer was then used.======================manufacturer response for micropuncture introducer kit, micropuncture introducer kit======================awaiting response.